Event description:
Additional information was received from the consumer. In response to the inquiry regarding the circumstances that led to the settings going too high the patient reported they called the manufacturer representative (rep) and left messages and as they had not returned their call, the patient called the manufacturer company and they assisted the patient with turning the machine down. The patient noted the rep called them back however they had instantly felt relief from turning it down. In response to the inquiry for the patient to clarify the episode of paralysis that the patient described, the patient reported they were not sure what caused it. They noted they were showering and received a shock down their left leg which had caused them to drop down to the tub. The patient noted they were down for about 5 minutes or so. The patient noted to resolve the ¿paralysis,¿ that they just got out of the shower and with assistance and it went away on its own, shortly. The patient also noted that currently their ¿machine¿ was loose again. They specified that it was out of place and moved around, flips when they would sit and was somewhat uncomfortable. The patient noted that it was sticking up, moving up and around and it literally flipped when they would sit or turn in their bed. The patient noted they didn¿t want to go back to the surgeon without the rep. There were no further complications reported.

Manufacturer narrative:
H6: patient code c3310 no longer applies. Device method code 4114 no longer applies. H1: this event has changed from serious injury to a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported on (B)(6) 2018 that about a month ago settings were too high. The patient responded on 2019-feb-14 to a letter regarding the settings that were high and stated that they had been taking a shower and were shocked, electrocuted, on their left side of the leg, dropping her to the tub floor, paralyzing her shortly, also the whole body was vibrating. Steps taken to resolve the issue were the patient turned the device down and then could feel their whole body relax as it was turned down, the vibration sensation was gone from all over their whole body. The manufacturer's representative said it was up too high. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked what were the circumstances that led to the setting too high, the patient responded that they had been taking a shower and were shocked, electrocuted, on their left side of the leg, dropping her to the tub floor, paralyzing her shortly, also the whole body was vibrating the area. Steps taken to resolve the issue were the patient turned it down and then could feel their whole body relax as it was turned down, the vibration sensation was gone from all over their whole body. The manufacturer's representative said it was up too high. There were no further symptoms or complications reported or anticipated.